Manufacturer narrative:
Date of submission for original correction 09/07/2016- correction to serial #.

Manufacturer narrative:
Follow up #3 12/07/2016 device evaluation: the pump has been returned to animas and evaluated on 11/08/2016 with the following findings: a call service 078 alarm was observed in the pump¿s black box, alarm history and was duplicated during investigation. Internal moisture damage was found near the motor connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.